Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced difficulty charging the ipg. As a result, surgical intervention occurred to explant and replace the ipg. It is not known precisely what difficulties the patient had with charging the ipg.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this complaint, attempts were made to obtain patient weight, but it could not be obtained.